Event description:
The customer reported that the workstation would boot up, but there was no power to the mainframe. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector pins were reseated. The system was then found to be operating as intended.